Event description:
It was reported that during the implant attempt, the stylet became stuck in the distal third of the lead. The stylet would not advance or retract. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4) - the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
(B)(4). Concommitants: 5076 non-defibrillator lead - implant date (B)(6) 2011, fr995 tissue valve; implant date (B)(6) 2003; 620bg27 heart band; implant date (B)(6) 2011-10-21. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.